Event description:
It was reported that during a pta and stenting treatment procedure to open a fibrous narrowing in the pulmonary artery, the balloon ruptured. The physician had hand crimped another MFR's stent on the balloon. "He was unable to deploy the stent fully; while attempting to expand the distal end of the stent, the balloon ruptured at an unk atm." The stent was successfully post-dilated with a different balloon. The physician stated "that this was not the balloons fault, we were asking it did something it was not intended to do." There were no reported pt complications and the current pt condition is reported as "fine."

Manufacturer narrative:
Device analysis: the complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the shop floor paperwork was not possible as the lot number is unk.